Event description:
It was reported the device was implanted in 2006, and the device "died a few months later." Per the physician, a lead and one extension were replaced. The replacement took place in 2008. The device had "malfunctioned." No specific info was provided on the device failure.